Manufacturer narrative:
The actual sample device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the involved angio-seal device looked distorted. The following information was provided by the user facility: the initial insertion of the angio-seal introducer went smoothly with no issues into a large artery 5-6 mm diameter, and was clear of the sidebranch and close to a small sidebranch, not epigastric; it was not possible to advance the collagen plug; upon inspection of the angio-seal device the end of the carrier tube looked distorted and not circular; and it was unclear if this happened during insertion or removal. Additional information received on june 2,2017. The patient was reported to be stable. The procedure outcome was a successful coronary angiogram. There was no patient harm, needed to press on the femoral artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One 6f angio-seal vip was returned for evaluation. One each of the following was returned: hemostasis sheath, carrier tube assembly, arteriotomy locator, guidewire and tyvek pouch. There was blood like substance observed on all returned devices. The anchor was not deployed and was held within the tip of the sheath. The deployment sleeve was in rear lock position. Upon microscopic inspection a fold/kink in the carrier tube portion was noticed in the tube portion held between tensioner hub and hemostasis sheath hub. The device was attempted to be put in forward lock position for functional testing but the carrier tube would fold over and preclude correct deployment. Based on historical review of complaint database, the likely cause of kinking of carrier sheath is incorrect insertion technique (into the hemostasis hub). No prior complaints have been noted for kink in this specific area of the carrier tube but forceful repositioning of the tensioner hub after partial insertion into the hemostasis tube may lead to this event. The complaint is confirmed for the failure mode of kinked/folded carrier tube. The likely cause of the complaint was user error during or post insertion of the carrier tube into the hemostasis sheath. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.